Event description:
The stent came off balloon; the entire guide system and co-pilot was removed and flushed. Stent came out of co-pilot. There was no pt injury. Procedure was finished with a cypher stent. The lesion was a non high risk lesion. There was negative preparation that occurred outside of the pt's body prior to inserting the product into the pt.